Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that one of the patient's leads had high impedances. The physician suspected device malfunction on the lead with high impedance. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was that the patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg) model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the patient's leads had high impedances. The physician suspected device malfunction on the lead with high impedance. The patient will undergo a lead replacement procedure.